Event description:
The surgeon does not fault the device.

Event description:
It was reported that revision surgery was performed due to groin pain. The surgeon does not fault the device.

Manufacturer narrative:
Radiographs showing the alignment of the components whilst in vivo were analysed in lieu of returned devices.